Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision of knee components - reason not reported.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
It was reported that on 12 oct 2010, a male patient received a total knee arthroplasty (tka). On (B)(6) 2011 the tibial components were revised due to loosening. Side not reported, and no other information is available at this time. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00190, 1038671-2018-00192 and 1038671-2018-00193.